Event description:
Customer reported a battery out limit alarm and broken pieces near the battery compartment. Customer also mentioned that their blood glucose readings have been high for the past couple weeks. Customer stated that they have received no delivery alarms in the past and have changed the infusion set. Customer's current blood glucose reading is 325 mg/dl and will be treating with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.